Manufacturer narrative:
The returned device was evaluated and no kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear or a failure of the pod¿s ability to deliver insulin. The distal tip of the soft cannula was manually occluded and no leaks were present. The rubber fill septum was inspected and no large puncture marks were found. Timeouts were seen throughout the data and occurred approximately every 50 pulses. The lead screw, tube nut, and spring latch were inspected and no issues were found. No scraping or drag marks were found. Although the investigation found no evidence of any damage, the reported event could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels exceeded 500 (high) mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was stated to look a little crooked. The pod was also said to be leaking. As treatment, a bolus was delivered and a new pod was applied.